Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they were charging their implant and the implant started to get really hot. Patient mentioned that they had received the replacement controller and things were working until they went to charge and the implant itself got hot so they stopped charging (see previous case for replacement). Patient stated that the implant was at 70%. Patient confirmed that the equipment did not feel warmer than usual. Patient mentioned this was the first time that this happened. Agent advised patient to monitor the issue and call their doctor if it becomes more frequent to have the implant site and leads checked out.

Event description:
Patient called back in stating that when they recharge their ins it was getting hot. Patient mentioned they stopped using it. The patient stated when it reached 70% it will start getting hot. Agent redirected the patient to hcp for further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.